Event description:
A malfunction was reported with the pump, but there was no adverse impact on the customer's blood glucose level. The issue did not cause the blood glucose level to exceed the limits. Technical support assisted the caller by providing instructions to reset the pump, which resolved the malfunction. The customer was informed that they might continue using the pump and advised to reach out again if the problem recurred.